Event description:
Procedure type: sleeve gastrectomy. According to the reporter: there was bleeding from the staple line and malformed staples. There was overlapping and poorly closed staples. Clips were placed to control hemostasis and then continued with the procedure. After removing the specimen, we proceeded to make an invagination of the staple line was with the problem. We then took out the specimen and there was a significant leak. Two lines of staples and 3 at the ends, but overlapping and not closed with staples. No duet (material was missing).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.